Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device interrogation in clinic, freeze captures revealed oversensing. Externalized conductors and fracture were observed under fluoroscopy. The lead was capped and replaced during the generator change out due to eri. The patient was stable post-procedure.